Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and provided the customer with the end of life terms. The device was not evaluated by philips.

Event description:
The customer reported that the patient was being monitored by the heartstart xl device while being transported and after about 20 minutes the device shut off. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.